Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 471 mg/dl and the current blood glucose was 440 mg/dl. Customer stated symptoms related to high blood glucose that was thirsty. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump alarmed replace battery and power loss alarm. Customer stated that they were able to clear the alarm but did not received request to rewind the insulin pump. Customer stated that they did received low battery alert prior to replace battery alert. Customer stated that the new battery resolved the issue. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.